Event description:
Patient was revised to address loosening of the tibial tray. The brand of cement used at the primary surgery is unknown at this time.

Manufacturer narrative:
Evaluation was not possible, as no product was not returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code/lot provided since its respective release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.